Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2011 at an unspecified time. The patient reportedly manages her diabetes with metformin pills along with diet and exercise and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient claimed she developed symptoms of "sweating" on (B)(6) 2011 at an unspecified time and self treated by taking an additional metformin pill on the same day, at an unknown time. The patient denied testing on another device. At the time of troubleshooting, the cca noted that the meter was dropped in water and therefore wouldn't power on. A replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/13/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.